Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the pt experienced elevated blood glucose levels.